Event description:
Soberlink device gave a false positive reading, resulting in my parenting time being taken away pending court action. Was tested on a secondary device and it showed a negative test, also contacted local law enforcement and the test with them was also negative. Test was repeated on both machines, soberlinks device kept reporting positive while the secondary machine was negative. Non-smoker. Ref report: mw5164454.